Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject ICD did not feel well. The health professional went to his house and detected that the patient was in vt rhythm (around 230 bpm). A shock was delivered and the patient returned to sinus rhythm. On (B)(6) 2018, at the hospital, patient files showed a svt/st episode that stopped after 1 hour. The egm shows that the patient was in af with an unstable ventricular rhythm. After a few minutes the rhythm started to accelerate and to be stable, remaining for about 1 hour. No therapy was delivered. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018 the patient implanted with the subject ICD did not feel well. The health professional went to his house and detected that the patient was in vt rhythm (around 230 bpm). A shock was delivered and the patient returned to sinus rhythm. On (B)(6) 2018, at the hospital, patient files showed a svt/st episode that stopped after 1 hour. The egm shows that the patient was in af with an unstable ventricular rhythm. After a few minutes the rhythm started to accelerate and to be stable, remaining for about 1 hour. No therapy was delivered. Preliminary analysis did not reveal any device malfunction.